Event description:
A doctor reported that a pt was diagnosed with a "fusarium ulcer" in the left eye, after a positive culture came back on (B)(6) 2013. The pt had originally visited his office on (B)(6) 2013. The pt reported that the product was used as directed. Additional information received on (B)(6) 2013 from the eye care professional stating that the pt's symptoms started on (B)(6) 2013 and the pt discontinued lens wear at this time. The pt was diagnosed with a corneal ulcer with hypopyon in the left eye. On (B)(6) 2013, the pt started eye drops of vancomycin (3mg/ml) q 1 hr, tobramycin (15mc/ml) 1 1 hr, and cyclogel bid. The pt's uncorrected and best corrected visual acuity was tested on (B)(6) 2013 and the pt was only able to view light perception. The pt received tarsorrhaphy with amniotic membrane graft with subtenon's injection on (B)(6) 2013. On (B)(6) 2013, the pt started eye drops of chlorohexidine (0.02%) q 1 hr, hexamidine (0.1%) qid and clotrimazole (1%) qid. On (B)(6) 2013, cultures returned positive for fusarium sp. Decision was made to admit pt to the hospital for further management and IV anti-fungal. Pending admission to the hospital, the pt was started on vosiconazole 500mg po bid, natamycin (0.6) and clotrimazole (0.6). The pt also continued chlorhexidine, hexamidine (0.4) fortified vancomycin + tobramycin (0.4), cyclogel (0.2) and bacitracin hs. The pt was admitted to the hospital on (B)(6) 2013 and was started on i.v. Amphotelicin b. Additional information has been requested, but not yet received.

Manufacturer narrative:
Eval summary: the sample was not received. No lot code was reported or samole provided by the customer. The root cause could not be determined. No lot code or sample was provided by the customer; therefore, specific information could not be evaluated. No further action is warranted at this time. (B)(4).